Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, after the balloon alignment, the 26mm s3u valve passed around the aortic arch. At this point, it was noticed that a strut on the inflow end of the stent was bent. The perceived root cause of the bent strut was that the system caught on calcium while traversing the aortic arch. The delivery system and valve were removed without incident. There was no damage noted on the esheath. The sheath was also removed and replaced with new one. A new valve and delivery system were prepped in normal fashion. The valve was advanced and implanted as intended. The patient left the hybrid suite in stable condition.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected and the following was observed: crimped valve: one (1) strut bent at the inflow side. Post expanded valve: bent strut corrected after expansion. Valve frame was slightly distorted. Multiple struts exposed through skirt, it is normal after crimped and used. Leaflet dehydrated, wrinkled and torn due to returned condition. Imagery was provided by the site and revealed the following: calcification was observed on the aortic arch. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve frame damage was confirmed based on device evaluation/ provided imagery. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''after the balloon alignment, the 26mm s3u valve was passed around the aortic arch. At this point, it was noticed that a strut on the inflow end of the stent was bent. The perceived root cause of the bent strut was that the physician felt the system caught on calcium while traversing the aortic arch.'' Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Additionally, per provided imagery, the patient's aortic arch had presence of calcification. The presence of calcification can create challenging pathway during delivery system (with crimped valve) advancement. In this case, a valve strut could be caught on calcium during the advancement resulting valve strut damaged observed. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies or manufacturing non-conformances were identified. Therefore, no corrective or preventative actions nor product risk assessment (pra) are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07298.